Manufacturer narrative:
Batch review performed on 21 november 2019. Lot 173672: 89 items manufactured and released on 06-oct-2017. Expiration date: 2022-09-26. No anomalies found related to the problem. To date, 88 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain caused by an aseptic loosening of the tibial tray. The revision surgery has been scheduled for (B)(6) 2019. More details to follow once the surgery is completed.